Event description:
Device issue: difficult to remove. Time of device issue: during stent procedure. Adverse event: medical intervention to remove expanded stent. It was reported that lesion was in a left anterior mamogram shaft (lima) saphenous vein graft (svg) to the left anterior descending artery (lad) without good guide support. Pre-dilatation was performed in the proximal segment and a 3.0x15 rx promus stent was deployed on an acute angle. The physician pulled the stent delivery system (sds) back and either the nose of the sds or the guide wire pulled the stent back and out of the lesion, dislodging the stent. The delivery system was removed and a snare was used in the svg and the dislodged stent was removed. The physician did not stent the lima after the dislodged stent was snared. There were no reported adverse patient sequelae. Though requested, no additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.